Manufacturer narrative:
Intuitive surgical inc. (Isi) has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013. No system errors were found to have occurred during the reported surgical procedure. Based on the information provided, this complaint is being reported due to the following conclusion: it was reported that the patient who underwent a da vinci si surgical procedure passed away post-operatively. However, at this time, it is unknown if a malfunction of the da vinci si system, an instrument, or an accessory occurred during the surgical procedure. It is also unknown if the da vinci si surgical system caused or contributed to the patient's demise.

Event description:
It was reported that a patient who underwent a da vinci si mitral valve repair procedure on (B)(6) 2013, expired post-operatively. A surgeon who was part of the cardiac team at the site informed an intuitive surgical inc. (Isi) clinical sales representative (csr) that the surgical procedure was abandoned since the patient developed pulmonary edema. No further clinical information was provided about the procedure or about the patient.